Event description:
Reporter alleged obtaining a discrepant blood glucose result of 250 mg/dl back to back with a result of 60 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that he was feeling hypoglycemic symptoms and he self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated he discarded the strips and so no product will be returned for eval.